Manufacturer narrative:
The esu was thoroughly inspected/tested by erbe (B)(4). The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. It appears that the pad's contact to the skin was insufficient to effectively disperse the electrical current which resulted in the burn/necrosis. There are many possible factors involved with this type of issue (i.e., the surface of the pad was not in full contact or did not remain in full contact with the patient's skin, the pad's alignment was incorrect, etc.). However, no conclusive determination could be made as to the cause of the incident. To minimize such of an event, a split return electrode with the unit's electrical current monitoring system is recommended along with using the lowest possible settings to achieve the desired tissue effect. There are several warnings in the user manual addressing this type of situation. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an orthopedic surgery. The esu was used with an erbe nessy omega return electrode (part number: 20193-082, lot number: information not provided). The return electrode (also referred to as a pad) was placed on the patient's right thigh (above the knee) leg. After the procedure and per photographic evidence; there was a black and deep burn/necrosis at the pad site (area of the anterior distal thigh). A photograph of the return electrode showed multiple back and charred areas (especially on the edge of one side of the pad). It was reported that there were pad errors (b-b0 error code, return electrode symmetry error) in the chronological data of the unit. No further information was provided in regards to additional treatment of the patient. The esu was distributed to a hospital in (B)(6).